Event description:
It was reported that the ilet user experienced recurrent low glucose episodes and, on trainer advice, performed a factory reset with support to address excessive insulin delivery attributed to incorrect or untimely meal announcements and their impact on the algorithm. The user proceeded with new infusion set and cartridge insertion, dexcom g7 pairing, weight entry, and resumed automated dosing. Symptoms included hypoglycemia wit a nadir of 47 mg/dl. Outcomes included treatment with oral glucose and resolution without hospitalization. Investigation included troubleshooting education on meal announcements, device setup guidance, cgm pairing confirmation, and infusion set and cartridge replacement. Investigation of this case revealed user-related use error concerning meal announcements leading to excess insulin delivery, with no device hardware or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique and education.